Event description:
Info received from the affiliate. At the end of may pt reported decreased visual acuity and red eyes to their ecp and was given an appointment in 2 weeks. The pt awoke with a "bubble" on the cornea of od and was seen by the ophthalmologist that day. The pt was diagnosed with abscess on both eyes, right eye was worse than left. In june the pt reported more redness and pain and pt was referred to a hosp. A sample of the cornea was cultured. Complete treatment info has not been received. Visual acuity was not provided but was described as poor. Pt had been in a swimming pool with their lenses. The batch record did not show any abnormalities in monomer and solution testing. All parameters were within specification. All sterilization requirements were successfully completed. No additional info at this time. Corneal abscess for other eye on medwatch report 1033553-2004-00019.